Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead received multiple shocks due to failure to convert. The patient underwent extensive device testing using varying shock vectors and polarities but was unsuccessful. It was then determined by the healthcare team that the device and right ventricular (rv) lead were shunting the energy to a previously implanted rv lead that had been capped due to twiddler¿s syndrome. The abandoned rv lead was laser extracted without incident and two successful defibrillation threshold (dft) testing was performed intraoperatively. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.